Manufacturer narrative:
Medtronic received the following information from a journal article entitled; treatment strategy of endovascular versus open repair for ruptured abdominal aortic aneurysm based on the fitzgerald classification sato k, kurimoto y, kuroda y, makino y, kubota s, maruyama r, hanawa m, morishita k annals of vascular surgery . 2020 nov;69:324-331. Doi: 10.1016/j.avsg.2020.05.068. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant stent grafts and non mdt stent grafts were implanted in patients in the endovascular treatment of ruptured infra-renal abdominal aortic aneurysms on unknown dates. Patients were classified and outcomes were assessed based on the fitzgerald classification system, which looks at the extension of hematoma from the ruptured abdominal aortic aneurysm (raaa) and is related to a patient¿s preoperative status. The following malfunctions were observed; endoleaks the following adverse events were observed; bleeding, acute coronary syndrome, renal failure, pneumonia/respiratory failure, ileus and intervention. Patient deaths were reported but there is no causal link that an endurant stent graft caused or contributed to any deaths.